Event description:
Report received of a tubing disconnection. It was reported that the patient reported "bleeding" to the nurse. The nurse discovered that the clave was disconnected from the extension set. The extension set was changed. The amount of blood loss was not specified. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The actual device involved in the reported incident was not returned for analysis. A manufacturing batch record review revealed nothing contributing to this failure. The clave port is a removable piece that is connected solely by friction fitment and not a solvent bond. The product label states that it is a microbore extentsion set with removable clave and instructs the user to, "remove caps when required and secure connections".